Event description:
Pt presented at morton plant with filter in the right ventricle. Pt had filter placed at an unk hospital and it was not known when the placement occurred.

Manufacturer narrative:
Investigation results: without the batch number nor the device, a throughout investigation cannot performed. However, it appears from the film review that the filter is greatly distorted in the right ventricle. This suggests that an active force may have caused the displacement. We can emit the hypotheses that a subsequent intervention cause the filter migration. However this cannot be verified. This is an isolated case. No corrective action is envisaged.